Manufacturer narrative:
Date of birth: 1941. Expiration date: ni.

Event description:
A report was received that the patient experienced a mild pocket wound infection. The patient was administered medication and the infection was resolved. The event was assessed as being related to procedure and unrelated to device or stimulation.

Manufacturer narrative:
Additional information was received that the ipg pocket wound had a small sinus and there was yellowish discharge which was mild in severity. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced a mild pocket wound infection. The patient was administered medication and the infection was resolved. The event was assessed as being related to procedure and unrelated to device or stimulation.